Event description:
The customer reported that the left monitor went dim during a case. The case was completed with no injury to the pt.

Manufacturer narrative:
The ge service rep was unable to duplicate the described error. He ordered a replacement monitor to correct for monitor loosing brightness settings. He ordered a hard drive to be replaced to eliminate possible corruption of files. All parts were replaced.